Event description:
Reporter alleged having low glucose symptoms and blood glucose result measured 43 mg/dl back to back with a result of 94 mg/dl when testing was performed 5 minutes apart. Customer stated self treating with orange juice, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.